Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic, a transesophageal echocardiogram showed a moderate to severe paravalvular leak (pvl) despite the valve being positioned at an optimal height. A balloon aortic valvuloplasty (bav) was performed with a 22mm x 4cm nucleus balloon with little change to the pvl. Subsequently, a second balloon aortic valvuloplasty (ba v) was performed with a larger 25mm x 4cm nucleus balloon. The patient became hemodynamically unstable and an aortogram found the annulus had ruptured, resulting in tamponade. A drain was inserted and cardiopulmonary resuscitation (CPR) was initiated. CPR was unsuccessful, and the patient expired due to annular rupture. It was reported that the death was not related to the valve or its function. In the physician's opinion, the annular rupture was caused by the second balloon. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).